Manufacturer narrative:
Automated impella controller (console) logs from the reported day of event are consistent with complaint and show that on (B)(6) 2022 data streaming was disabled, as per software design, after the console unexpectedly crashed and restarted. There was no deficiency of the rlm indicated in aic logs or rlm journal. Prior to analyzing console logs, its timestamps had to be recalculated due to the fact that real-time clock on the 4-in-1 was not keeping the time due to coin-cell battery failure. Correct time reference was established by comparing characteristic events in aic logs (e.g. Handshake) with corresponding entries in the rlm journal. The issue of either unexpected crash or sudden power loss to the epc (while power to the rlm was uninterrupted - as evidenced in rlm journal) was not reproduced during extensive testing, but the most likely component responsible for this type of malfunction is either the epc itself or the carrier board which provides power to the epc and to the rlm via usb ports. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the complainant that the automated impella controller was having connectivity issues. During the investigation of the device, it was discovered that the console unexpectedly crashed and restarted during the clinical procedure. There was no patient harm reported.